Manufacturer narrative:
Results: the device was received on (B)(4) 2010. Device eval is in process as of the date or this report.

Event description:
The customer reported an incident with blade 72-1501, lot m305620. "The tip of the knife is twisted and damaged the package (the sterility is not any more guaranteed)." The condition was captured before the opening of the package. The product was not used on patients. (B)(4).